Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.